Event description:
It was reported the front cover of the external pulse generator (epg) was damaged and returned for repair and preventative maintenance. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display lens was broken. It was also found that the battery release and lead flex cover were contaminated. The printed circuit board was out of electrical specification. The upper/lower cases and side bail covers were broken.